Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 201 mg/dl, 200 mg/dl. Customer was assisted with performing a self test and self test was passed. Customer was able to pump rewind. Customer was performed self test and they encountered hardware low level failure alarm. Customer went over troubleshooting of hardware low level failure the insulin pump will not be returned for analysis.